Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent right atrial (ra) lead undersensing noted with ongoing smaller p waves. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) last charge energy showed question marks instead of a measurement. The ra lead and crt-d remain in use. No patient complications have been reported as a result of this event.